Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that an rn on the telemetry floor was giving a secondary infusion of potassium 40 milliequivalents in 220 ml infusion over 6 hrs at rate of 37ml/hr and noticed that the bag emptied prematurely, in 1 1/2 - 2 1/2 hrs. Bag was hung at 8:48 am on (B)(6) 2012. No alarms were observed. Rn found the secondary bag empty with primary bag (lactated ringers solution) dripping. The risk manager thinks that the secondary ran into the primary bag, as it was slightly more full. Additional potassium levels were drawn as a result of event. The pt was monitored for adverse events; no significant spikes in serum potassium, changes in telemetry, or burning at IV site were reported. Rns and biomed tested the affected set and pump to attempt to determine failure mode prior to calling carefusion. They found that the secondary fluid backed up into the primary bag. The pump tested within specification. Customer stated that no further pt or event info is available.